Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance, the cardiosave intra-aortic balloon pumps (iabp) doppler could not be pulled out, it was found that some plastic parts were broken. There were no injuries reported.

Manufacturer narrative:
Additional information: (B)(6). It was reported that during routine maintenance of the equipment the cardiosave intra-aortic balloon pump (iabp) had a issue of doppler of the equipment could not be pulled out. The patient involvement is unknown. A getinge field service engineer evaluated the unit and found that the doppler connection cable was damaged. Fse replaced the doppler assembly. The equipment underwent all performance tests in accordance with factory requirements, and all test data passed the test and can be delivered for clinical use.the defective components were received for further investigation. The failure analysis and testing dept. Received part number with a reported unit failure of the doppler releated broken.the fat performed a visual inspection and found the part to be faulty and the rope unable to retract. Please see attachment.verified the reported failure but no root cause defined.retaining the part in the failure analysis and testing department per procedure number (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).